Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken curved blade to be related to the customer reported complaint. The instrument was found to have one of the blades broken at the base. A piece approximately 0.649" x 0.059" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace blade shot off. The fragment was retrieved, and the procedure was completed as planned.